Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was flushed on the back table during preparation. The physician then noted additional air being sucked into the syringe while aspirating the sheath on the patient table while the mapping catheter was inserted. The flush valve was noted to be faulty and/or cracked. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device has been received and is pending analysis.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was flushed on the back table during preparation. The physician then noted additional air being sucked into the syringe while aspirating the sheath on the patient table while the mapping catheter was inserted. The flush valve was noted to be faulty and/or cracked. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device has been received and is pending analysis.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.